Manufacturer narrative:
One device was received for evaluation. Functional testing was able to duplicate the reported problem. The root cause was unable to be established. The battery fallout capacitor was replaced, along with the downstream occlusion. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device is alarming error code 1720. Also damaged rear top and bottom label, and the rear case is cracked. There was no patient involvement.